Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was experiencing low blood glucose level and was not getting an alarm before low. Blood glucose level at the time of the incident was 44 mg/dl and treated with food. Customer/caller alleges the device was over delivering. Troubleshooting was completed. Customer/caller was advised pushing on reservoir may result in unintended delivery of insulin which can cause hypoglycemia. The insulin pump and reservoir will be returned for analysis.